Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 32 mg/dl at the time of the event. Troubleshooting was performed. The customer uses quick-set infusion sets. When the programming was checked, it was discovered that the customer had given herself 13 units of insulin within a 30 minute time frame, proceeding the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.